Event description:
Customer went to the hosp because device result = > 200 mg/dl for about a week. Customer had no symptoms and felt the device was inaccurate. The hosp lab result = 117 mg/dl. No treatment was received. No controls were used. A request was made for product return and replacement product was sent.